Event description:
It was reported by the customer that their insulin pump was alarming while priming the device and insulin had squirted out. Customer states that they were performing a complete set change and are now unable to exit the priming process. During troubleshooting, customer was asked to hold down the act button until a second series of beeps was heard. Customer informed that second series of beeps did not occur, nor did any numbers on the device's display. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 97 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corner.